Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The saline connector on the front panel of the subject device, and the connector on the active cord were burnt. The MFR has determined that the phenomenon was caused by improper handling. Add'l clarifying info has been requested regarding this reported event. If significant add'l info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that toward the end of a therapeutic trans urethral resection of prostate in saline (turpis) procedure, the pt complained of experiencing an electric shock. The physician stopped the procedure. The pt was said to be in stable condition, and experienced no injury.